Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the unit had a battery fault. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The philips engineer confirmed reported problem. After the philips engineer arrived at the site, the reported problem was confirmed. The battery was replaced to resolve the reported issue and visual test passed and stared running normally. Device returned to full functionality.